Event description:
It was reported, "the two recon nail lag screws missed the nail anteriorly. This was discovered during final x-ray. The lag screws were removed, the targeting device was re-attached and the lag screws were re-inserted. After the case, the instruments were sterilized. We pulled the set from the hospital and attached a sample nail to the nail adapter, recon. With the sample nail fully tightened to the targeting device there was motion of the nail."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.